Event description:
Medtronic received the following information obtained from a recent conference. Aneurysm and vessel morphology were not reported. It was reported that the thoracic delivery catheter got stuck and the physician was able to remove it from the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties).